Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation I is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure that universal surgical manipulator (usm) 4 repeatedly beeped and there was a message stating that the usm 4 cannula was invalid. The caller rebooted the system but the error message returned. The caller did not have a cannula installed on usm 4. The technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse recommended performing a hard reboot or disabling usm 4. The caller stated that usm 4 had stopped beeping and that they were going to proceed with usms 1, 2 and 3. The caller also stated they would reboot the system after the case. The procedure was being completed robotically as planned, with no reports of patient injury.